Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.